Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-sep-23. It was reported that the cause of the motor stalls was not determined. Regarding actions/interventions taken to resolve the issue, it was noted that troubleshooting was performed with the patient but no cause was determined. The stalls had not occurred since on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (2000 mcg/ml at 199.9 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and post spinal cord injury. It was reported that a motor stall was seen at initial interrogation. The patient had not recently undergone magnetic resonance imaging (MRI) and it was confirmed that there were no sources of electromagnetic interference (emi) or magnetic sources present. It was noted that the patient did have a motorized wheelchair and would ask additional questions about possible environmental causes for multiple stalls and recoveries. It was observed that motor stalls had occurred on (B)(6) 2018 at 11:37pm with a recovery on the same date at 11:45pm, in (B)(6) 2019 at ~8am with a recovery 30 minutes later, in (B)(6) 2019 at ~11pm with a recovery 30 minutes later, and in (B)(6) 2019 at ~8am with a recovery 30 minutes later. The representative was to follow-up with the hcp to review considerations. No patient symptoms were reported and no further complications were reported or anticipated.